Manufacturer narrative:
H3/h6: one used device was received for analysis. The luer at the end of the set was observed to be separated from the tubing set. The end of the tubing had a clean edge. The tube was found to meet dimensions. The complaint of cleo 90 tubing had broken off from the luer lock can be confirmed due to the separation observed. The probable cause is due to unintentional pulling forces during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cleo 90 tubing broke off from the luer lock near the infusion site, interrupting insulin delivery for an unknown duration. The pwd reported no snagging or pulling, with the twiist pump kept in her pocket while seated. The infusion set and tubing were replaced, restoring insulin delivery. Ketone strips are available, but testing has not yet been performed. There was a patient involvement, no patient injury was reported.